Manufacturer narrative:
(B)(4)

Event description:
During follow-up, after receiving a patient alert, right ventricular oversensing was noted. X-ray examination and visual inspection revealed no lead damage. The lead was explanted and replaced with no consequenses for the patient.

Manufacturer narrative:
A partial lead was returned in two pieces. All damages found on these two pieces were consistent with those occurring at time of explant. Right ventricular and superior vena cava shock coils were removed and no abrasions were noted under the shock coils. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported oversensing incident could not be conclusively determined.